Manufacturer narrative:
(B)(4). Baxter follow-up medical assessment: the reported atrial fibrillation is a preexisting condition. Floseal has not caused or contributed to the reported event. (B)(6). No additional information is available. This case will be kept on record for trending purposes.

Event description:
Additional information received from reporter on (B)(6) 2011: patient had a history of chronic atrial fibrillation diagnosed by cardiologist in 2009 prior to knee replacement. Patient was treated and cleared by cardiologist prior to surgery. Patient was on carizem and digoxin for his condition. Patient had atrial fibrillation of 90-100 on (B)(6) 2009. A cardiology consult resulted in an increase in the patient's toprol xl by 25 mg. On (B)(6) 2009, the cardiology consult suggested patient's atrial fibrillation was controlled by medications and to continue them. The consult also stated to try to keep the inr levels at 2-3. The patient was discharged on (B)(6) 2009.

Event description:
(B)(4). The aim of the study was to use hemostatic agents to minimize blood loss and to decrease transfusion rates. Floseal is a thrombin based hemostatic agent with unknown efficacy in achieving these goals in total knee arthroplasty patients. We performed a prospective randomized controlled trial on floseal in patients undergoing unilateral total knee arthroplasty with the primary endpoint of assessing blood loss measured through drain output. The hemostatic agent was used intra-operatively. Patient demographic information, operative side, diagnosis, intra-operative details, implant choice, hospital course, laboratory values, vas pain scores and knee range of motion, adverse events and deviations from protocol were collected. Case details: (B)(6) underwent rt. Total knee arthroplasty for degenerative joint disease on warfarin 6mg/d on (B)(6) 2009. The 24 hour drainage was 1400cc. Pt. Experienced chronic atrial fibrillation and was discharged on (B)(6) 2009.

Manufacturer narrative:
(B)(4). Baxter medical assessment: atrial fibrillation can be caused, amongst other factors, by a pulmonary embolism. The available information though (chronic atrial fibrillation, which would suggest a preexisting af) does not allow a medical assessment and determination of a potential causal relationship to the use of floseal. Following clinical aspects need to be clarified: was atrial fibrillation a preexisting condition in this patient; has a pulmonary embolism been diagnosed. Treatment and outcome of the complication. (B)(4). As we cannot exclude a potential causal relationship between the product and the incident, this case is being conservatively reported. No additional information is available at this time. Baxter is attempting to obtain additional information from the reporter. A follow-up report will be submitted upon receipt and evaluation of additional information.